Manufacturer narrative:
MRI did not follow protocol and could cause inaccuracies. The images were bad or corrupted. Issue was resolved. Images did not meet image protocol. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported the user felt inaccurate during a tumor resection case by 1cm. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.